Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the basal history did not match the active basal program. This complaint is being reported because the alleged issue indicates that there might be a problem with insulin delivery. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-jan-2019 with the following findings: a review of the basal total daily dose appeared to be inconsistent due to a temp basal program and the user editing the basal segments. The pump passed all required delivery accuracy testing. The alleged history/settings issue was unable to be duplicated during testing.